Event description:
A pt reported they were getting incorrect readings on their one touch profile meter. Their meter allegedly was reading high. Symptoms were headache and body aches. The result on their meter was 524mg/dl. The result on the doctors meter was 237mg/dl. The time difference between pt's meter and doctor's meter was less than 10 mins. Treatment was insulin. Customer increased the insulin medication because pt thought reading was high. Customer calibration check strip test was higher than the range, and meter kept counting down from 45 seconds instead of 5 seconds with the checkstrip test. No further info has been reported.